Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd precisionglide" needles 26g x 3/8 in experienced a needle that broke. The following information was provided by the initial reporter: material no: 305110, batch no: unknown. Caller reported needle broke when they went to fill the cartridges event date: customer does not recall. Number of occurrences. 3. Did the caller insert the needle into the cartridge and encounter fill resistance? No . Did issue cause any injury? No.